Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: unknown tibial tray, unknown tibial bearing . Report source: foreign country: (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirms that the device is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to implant fracture. Additional information on the reported event is unavailable.